Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2012, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. Per the consumer, on an unknown date, the patient experienced internal bleeding, peritonitis and obstruction in intestines/stomach. Per the nurse, on an unreported date, the patient experienced a cardiac related event and failure to thrive after discontinuing the pd therapy. Treatment was not reported. Per the nurse, the events were unrelated to dianeal therapy. The nurse could not confirm the events bleeding internally, peritonitis, and obstruction in his intestines/stomach.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd891085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.